Event description:
The customer reported the system is displayed an error and would not fluoro. After reboot, system would fluoro, but cine function would not work. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive. System operates as intended. (B)(4).